Event description:
Caller tested 2.8 inr on the coaguchek xs system at 08:00. He injected himself with clexane. At 08:30 a comparison lab returned as 3.7 inr; 30 minutes later caller tested 2.5 inr on the coaguchek xs system. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).